Manufacturer narrative:
The initial failure description was that flow constantly changing. As stated in the communication field by the field service technician on 2020-02-09 it has been confirmed that the flow measurement board (701011691) is defective and will be repaired after arrival. Based on the information provided by the field service technician on 2020-02-24 "due to the pneumonia epidemic in china, all traffic in the city was interrupted, repair parts have not arrived yet, and all repairs have not been completed. It is estimated that it will take two months to complete this repair work". The rotaflow risk analysis version v06 (dms#(B)(4)) chapter h1.1.1.35 was reviewed on 2020-03-25 with the following outcome: the most possible causes for the reported failure "flow constantly changing" could be determined as: malfunction of the flow measurement system: zero flow calibration failed; incorrect flow measurement; device used out of specification; software error. The reported failure "flow constantly changing" occurred during use and could be confirmed. The device was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The device has unstable traffic during use. When the speed is maintained at 3500 rpm, the displayed flow value is constantly changing, the highest reaches 5l, and the lowest reaches -1.2l. Complaint number: (B)(4).